Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photo sample evaluations: received (6) photo samples. Visual evaluation of the photo samples noted a biohazard box and note of the event with opened two way foley catheter. Verified material number for catheter 2758j14 with manufacturing lot number ngkn1923. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngkn1923. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house luer lock syringe. It inflated with no difficulty and no leaks were present. The balloon 10ml was deflated balloon passively in 01min13sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, at 9:15 the foley catheter was implanted during surgery. After the surgery, the patient felt discomfort in the ward, and it was removed. At that time, there was only 1 cc of sterile water.

Event description:
It was reported that on (B)(6) 2025, at 9:15 the foley catheter was implanted during surgery. After the surgery, the patient felt discomfort in the ward, and it was removed. At that time, there was only 1 cc of sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.